Event description:
The customer reported the generation of erroneous low sodium (na) and potassium (k) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support specialist assisted the customer troubleshoot the au5800 chemistry analyzer over the phone and identified the failure mode as a defective sample probe. The customer replaced the sample probe to resolve the issue. The customer performed calibration and quality control with acceptable results. No further issues were reported, and the customer was satisfied. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is: (B)(6). Beckman coulter internal identifier is (B)(4).